Manufacturer narrative:
Reported event: an event regarding loosening and fretting involving a tritanium shell was reported. The event of loosening was confirmed by medical review and fretting was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device not returned. Clinician review: "x-ray confirms acetabular loosening and broken screw; need operative reports, clinical and past medical history and serial x-rays.". Device history review: not performed as the device was not identified properly. Complaint history review: not performed as the device was not identified properly. Conclusions: it was reported that the patient's hip was revised due to pain associated with aseptic loosening of the cup. Screws were fractured and fretting was observed at the mdm/cup interface. The available medical records were submitted to consulting clinician for a review; x-ray confirms acetabular loosening and broken screw; operative reports needed, clinical and past medical history and serial x-rays. The exact cause of the loosening could not be determined as insufficient information was available. The event of fretting could not be confirmed. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "revision tha - left hip. Cup revision due to pain associated with aseptic loosening of acetabular component. Cup found to be grossly loose with fractured screws which were removed with broken screw removal set. Fretting at the mdm/cup interface noted per surgeon. Pathology deemed negative for infection per surgeon. Retained component: securfit plus stem size 10". Patient was revised to a 66h trident tritanium hemispherical shell with 5 screws, an mdm/ adm liner construct, and a 28mm biolox ceramic head with +2.5 adapter sleeve.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "revision tha - left hip. Cup revision due to pain associated with aseptic loosening of acetabular component. Cup found to be grossly loose with fractured screws which were removed with broken screw removal set. Fretting at the mdm/cup interface noted per surgeon. Pathology deemed negative for infection per surgeon. Retained component: securfit plus stem size 10". Patient was revised to a 66h trident tritanium hemispherical shell with 5 screws, an mdm/ adm liner construct, and a 28mm biolox ceramic head with +2.5 adapter sleeve.